Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with failure code 807:05 on channel b was discovered and confirmed in the pump's event history by a baxter service technician. The root cause of this condition was determined to be a defective pump head module (phm). The pump head module was replaced to correct the condition. This device was repaired and kept by baxter canada as part of a loaner program. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.13.92. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
Baxter (B)(4) review of the device event history found that failure code 807:05 caused an interruption of delivery on a colleague infusion pump. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available at this time.